Event description:
It was reported by a relative of the patient that the patient "never did recover" after implant of the implantable pulse generator (ipg) and later died. It was also reported that the "patient was in a nursing home" and their "heart rate was in the 30's" and they "wouldn't go to the doctor or call 911 to have it checked". The patient's cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.